Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the working channel sleeve of the spyscope ds protruded. A dreamwire and an ehl probe were inside the spyscope ds when the working channel sleeve protruded. There were no reported issues with the accessory devices. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event.